Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, not available at time of report.

Event description:
The customer reported a patient incident where there was no leads off alarm for the patient and there was a delay in treatment. The patient required emergent care when the patient was found and the patient expired seven days later. The event occurred on (B)(6) 2019 in bed (B)(4) between the time of 23:14 and 23:42, per customer. The patient died on (B)(6) 2019.

Manufacturer narrative:
A philips product support engineer (pse) was provided clinical audit logs from the pic ix device. The pse found that the last heartrate (hr) the nurse saw was at 23:17 on (B)(6) 2019. Then at 00:19 on (B)(6) 2019, the patient was taken off telemetry completely, a rapid response was called and the patient was transferred to ICU. They transferred the patient in the system at 01:47. The live data which was printed internally by the customer shows a flat green line, and hr ¿?¿. Prior to this event, the patient was pulling the leads on and off and also have ¿pvc¿ alarms which they said were artifact. No further alarms were noted in the audit or ¿silence¿ since 23:14. The customer wanted to see if the patient had ¿ECG leads off¿ alarm but this was not seen. The customer also wanted to make sure the patient wasn¿t discharged from the unit during this time. A senior clinical product specialist (scps) then reviewed the clinical audit logs. And found the star alarm of "run pvcs high" was not silenced; therefore, it would latch in the sector for three minutes, which it did, regardless of other technical ECG lead conditions. This would cause the ECG leads off to not occur. There was no product malfunction. This was a configuration issue related to alarm latching settings. As the alarm for "run pvcs high" was not silenced, it latched in the sector for three minutes; other technical ECG lead conditions, including "ECG leads off" would to not occur, until the "run pvcs high" was silenced. This information was provided to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.